Manufacturer narrative:
D4, h4: additional information. Manufacturer's investigation conclusion: the report of a separation of the driveline bend relief from the distal end of the metal connector was confirmed through the onsite evaluation by an abbott technical services representative. A clamshell repair was successfully performed on (B)(6) 2019. No alarms or adverse consequences to the patient were reported. Following the repair, the patient was reportedly ongoing at home with no further issues. The patient remains ongoing on heartmate ii lvas and no further events have been reported at this time. The separation of the driveline's silicone sleeve was previously investigated and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed by corrective action. The hmii lvas IFU and patient handbook provide information on how to care for the driveline. Furthermore, these documents address damage due to wear and fatigue of the driveline as well as the how to respond to such events. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information on how to care for the driveline. Furthermore, these sections address damage due to wear and fatigue of the driveline as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device, 3 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a separation of the silicon driveline and metal driveline connector. The patient had a clamshell repair.